Event description:
The customer reported an error condition of "cuvette not dry before reagent inject" occurred when using the unicel dxc 600i synchron access clinical system. The customer identified that the reagent syringe to t-valve connection was loosening allowing air into the syringe. The customer discontinued use of the analyzer until service could correct the issue. The operator wore gloves, protective eyewear, and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed a loose reagent syringe to t-valve connection and leaking at the interface. The problem was corrected by replacing the reagent syringe and t-valve. Identification of failure mode: the failure mode was identified as a loose reagent syringe to t-valve connection. A loose/leaking reagent syringe can impact any or all cartridge chemistries, including critical chemistries, upon recur. The beckman coulter (bec) internal identifier for this report is (B)(4).